Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of wheeze, paratubal cyst, absence of menstruation, hypothyroidism, dyspareunia, menorrhagia, dysmenorrhea, vaginal delivery, medical device discomfort, parity 3, multi gravida, cesarean section and pelvic pain. The patient had a family history of heart disease, unspecified and arthritis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1522 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure was then placed into the left tubal ostia without difficulty and deployed with 8 coils visualized. The right ostia also cannulized with essure and deployed with 7 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.155 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: contraception management [pathology test] on (B)(6) 2017: result: fallopian tubes, right and left, bilateral salpingectomy: - normal fallopian tube morphology showing a single paratubal cyst. Gross description: partially attached spiral coils, 16.4 cm in aggregate length and 0.5 cm in aggregate diameter. [Ultrasound pelvis] on (B)(6) 2014: transabdominal technique only provided which precludes optimal evaluation of the endometrial, adnexal regions for subtle pathology. The uterus measures 8.3 x 5.8 x 4.6 cm, endometrial stripe 5 mm, right ovary 2.4 x 2.4 x 1.6 cm, left ovary 3 x 3.2 x 3.1 cm. Normal color doppler vascular flow of the right and left ovaries. No endometrial, myometrial, or adnexal solid or cystic mass. No abnormal free fluid in the cul-de-sac. Bladder is mildly suboptimally visualized superiorly however grossly unremarkable. Curvilinear hyperechoic foci with posterior acoustic shadowing and reverberation artifacts within the cornua, fallopian tube regions, more consistent with essure elements bilaterally nondisplaced on limited examination. Impression: 1. No evidence of endometrial, myometrial or adnexal solid or cystic mass. 2. Findings more consistent with essure elements in the cornual, fallopian tube regions on limited examination. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added, rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1542 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1542 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.